Event description:
This report is based on information provided by philips international service personnel and is being investigated by the philips complaint handling team. Unit was obtained from philips international stock and not part of hospital inventory at this time. During the evaluation of device, it was observed that the device had an error code 1108 check vent: machine pressure sensor auto zero failed message. The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. The reported problem was not duplicated by a test run performed. Since occurrence record of "check vent: machine pressure sensor auto zero failed" (diagnostic code: 1109) was confirmed in the event log, the solenoid valves 2 and 4 were replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00409. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The removed solenoids x-valve (number 2 and 4) was returned to the product investigation lab (pi). The pil technician installed the solenoids x-valve (number 2 and 4) into a pi ventilator to duplicate the reported issue. Visual inspection of the solenoids x-valve (number 2 and 4) revealed no evidence of damage or contamination. The solenoids x-valve (number 2 and 4) was tested, the failure was confirmed. Pil tech was able to generate an alarm and error for 110b and 1109 during the stb operation with suspect solenoids installed into it. Pil could conclude that the suspect solenoid, which was swapped from position 3 and placed in position 2, is stuck in de-energized position. The swapped solenoid is faulty.